Event description:
During procedure with gi lab boston scientific 20 fr stock peg tube, upon tube pull through, peg tube pull wire broke. Peg had to be secured with hemostats and pull through completed despite equipment failure.